Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient went to check her implant and only got the poor communication screen. Patient said she replaced the batteries. If patient was not receiving therapy patient was advised to consider ins longevity relative to date of implant and redirect to hcp. Caller was redirected to schedule a device check since patient had not had device checked since shortly after receiving implant. Symptoms reported were return of symptoms. It was reported that the patient went through security and it triggered the security system. Patient reported that the patient moved to (B)(6) about 3.5 years ago and had not yet found a new physician for implant. No further symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.